Manufacturer narrative:
Mentor received additional event information that the patient experienced unexplained systemic symptoms, including unable to sleep, health issues, and forgetting things. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor breast implants experienced bilateral capsular contracture post-operatively. The patient reported having several issues (unspecified), and that the implants turned hard and painful, and stated it is ¿level 5 capsular contraction¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to saline breast implant due to unknown type. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the first of two implants.